Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nausea, vomiting, constipation, urinary tract infection, anemia, dysfunctional uterine bleeding, hand pain, ovarian cyst and irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("physical pain"), depression ("depression"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, depression, vaginal infection, migraine, headache, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,migration,vaginal infection and other injury. Insertion date provided in pfs : (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right essure device is in place and successfully occlude the right fallopian tube. There is no essure device in the left adnexa. The left fallopian tube is patent with free spill of contrast. Imaging procedure - on (B)(6) 2014: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nausea, vomiting, constipation, urinary tract infection, anemia, dysfunctional uterine bleeding, hand pain, ovarian cyst and irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("physical pain"), depression ("depression"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device ("pregnancy"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, depression, vaginal infection, migraine, headache, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,migration,vaginal infection and other injury. Insertion date provided in pfs: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- on (B)(6) 2014: result: essure device was successfully occluded. The right essure device is in place and successfully occlude the right fallopian tube. There is no essure device in the left adnexa. The left fallopian tube is patent with free spill of contrast. Imaging procedure- on (B)(6) 2014: right occlusion only. Lot number: b53029 manufacturing date: 2013-07 expiration date:2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube(s)') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nausea, vomiting, constipation, urinary tract infection, anemia, dysfunctional uterine bleeding, hand pain, ovarian cyst, irregular menstrual cycle, dysuria, diarrhea, constipation and painful intercourse. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("physical pain"), depression ("depression"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal surgery and essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, depression, vaginal infection, migraine, headache, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,migration,vaginal infection and other injury. Insertion date provided in pfs : (B)(6) 2013 (discrepancy noted) left -1, right- 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right essure device is in place and successfully occlude the right fallopian tube. There is no essure device in the left adnexa. The left fallopian tube is patent with free spill of contrast. Imaging procedure - on (B)(6) 2014: right occlusion only. Lot number: b53029 manufacturing date: 2013-07 expiration date:2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received- case was upgraded from non-serious incident to serious incident. Reporter information, medical history and removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / failure to occlude (close) fallopian tube(s)'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nausea, vomiting, constipation, urinary tract infection, anemia, dysfunctional uterine bleeding, hand pain, ovarian cyst and irregular menstrual cycle. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), depression ("depression"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, depression, vaginal infection, migraine, headache, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,migration,vaginal infection and other injury. Insertion date provided in pfs : (B)(6) 2013(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: essure device was successfully occluded. The right essure device is in place and successfully occlude the right fallopian tube. There is no essure device in the left adnexa. The left fallopian tube is patent with free spill of contrast. Imaging procedure - on (B)(6) 2014: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping)", reporter, medical history, lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, psychological trauma, vaginal infection, migraine, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,migration,vaginal infection and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received:event ¿pregnancy¿, ¿device ineffective¿,¿general abnormal bleeding¿, ¿device ineffective¿, ¿psychological trauma¿, ¿migration¿, ¿migraine¿, ¿headaches¿,¿abdominal pain¿ were added.patient date of birth added.lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.